Event description:
It was reported that particle contamination was observed in the middle port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to e1, h3, h4, h6 and h10. E1: initial reporter address: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which observed a white particle inside of the container that was filled with an unknown solution in the spike port area. Based on the photo, a single white polymeric appearing particle was morphologically consistent with fill port material; however, the sample was not received for further testing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.